Manufacturer narrative:
The customer's complaint of leaks on item 011-mc100 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The DHR review couldn't be performed due to the lot number for this complaint was unknown.

Manufacturer narrative:
The device is expected to be returned for evaluation however, it has not yet been received.

Event description:
The event involved a microclave clear connector where the customer reported that the microclave was connected to secondary line 011-ch3261 which creates an open system and there was a high risk chemo spill. Patient involvement was unknown, but harm was not reported as a consequence of this event.